Manufacturer narrative:
It was reported that the controller had a broken pin. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a damaged pin on power port 2 of the controller. The damaged pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to the emergency room (ER) from rehabilitation facility on (B)(6) 2017 with damaged pin on controller that was preventing connection of the battery and alternating current (ac) power to power port 2. Patient was in no acute distress. The controller was exchanged quickly and settings confirmed. It was stated that the patient had a brief period of light-headedness during the exchange, but stabilized quickly and had no residual symptoms after new controller effectively connected. Subject was sent back to rehabilitation facility from the ER without being admitted to the hospital on (B)(6) 2017. No additional information available.